Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (serial: unknown); product type: 0200-lead; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a lead revision surgery on (B)(6) 2025. During the surgery, the patient experienced bleeding, which resulted in reduced movements on the right side, prompting an o-arm scan which showed no brain shift. Due to these symptoms, the procedure was aborted and the patient was sent for a CT scan that revealed a brain bleed at the top part of the brain, not in the deep brain near the electrode. As a result, the left hemisphere existing lead and the burr cap were removed. Following this, the patient underwent a craniotomy. No further information or results have been provided post-surgery. The environmental or external factors contributing to the issue remain unknown. The healthcare professional or family has no additional information available, and due to legal and confidentiality reasons, the resolution status of the problem is unknown.

Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, serial# unknown, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.